Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their blood glucose exceeded 500 mg/dl. The patient stated that her infusion set may have pulled out at night due to rolling over in her sleep. The patient treated her high blood glucose with a manual insulin injection. The patient's blood glucose at the time of call was 150 mg/dl. Troubleshooting was declined for the high blood glucose. The insulin pump was not returned for analysis.

Manufacturer narrative:
The insulin pump was monitored for several days. The insulin pump was received with all operating currents within spec and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected battery out limit anomalies noted. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.